Event description:
Additional information received indicates the system was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22632, related manufacturer reference number: 1627487-2020-22633. It was reported that the patient experienced a couple of falls. Thereafter, the patient was unable to experience effective stimulation due to high impedance and all of the patient's program were autoreducing. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.